Manufacturer narrative:
Correction to d9: "returned to manufacturer" should not be checked on the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further inspection of the device, the reported event was not reproduced. The event can be detected and prevented by handling the device in accordance with the following IFU: ltf-s190-5/10 operation manual "chapter 3 preparation and inspection" section "3.8. Inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the the specified resolving power was not obtained due to damage on the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had image and color tone abnormality. The issue was found during preparation for use. There were no reports harm associated with the event.